Manufacturer narrative:
The reported issue was confirmed. The root cause of the situation is a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behaviour to occur. Axiomtek to complete action activities in dy-scar-2020-004. Per additional information received, per smx wo chatter response. That was a known issue from a prior field action, and they send out replacement panels for those devices affected. Biomed received a control panel at no charge. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device came down for the 6-month preventive maintenance and they did a touchscreen calibration because it wasn't responding and now the screen was flipped. Per follow up information received via task on 02apr2025, per smx wo chatter response. That was a known issue from a prior field action, and they send out replacement panels for those devices affected. Biomed received a control panel at no charge.